Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 04806; 0001825034 - 2018 - 04807; 0001825034 - 2018 - 04808; 0001825034 - 2018 - 04810. Concomitant medical products: 51-107110, taperloc stem, lot 2921960; 11-363660, femoral head, lot 923630; 13-104154, rlc shell, lot 743650; 103531, screw, lot 2838103. Reported infection and femoral stem loosening event confirmed due to medical records received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address severe pain, gross infection, and lack of femoral stem in-growth. No further information is available.

Manufacturer narrative:
Concomitant medical products: item# 103533 ti low profile screw 6.5x30mm lot# 998640. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09734, 0001825034 - 2018 - 09741.